Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The atrial lead exhibited low impedance since 2015. There were also inappropriate mode switches due to noise, and no capture. The lead was explanted and replaced. The patient was stable.